Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) year old male patient with acute chf and ischemia. The patient was admitted and all clinical decisions were based on the beckman coulter results. There was no additional patient information at the time of this report. Return product is available. Time, method, results, facility cut-off, sample: 11:00, I-stat, 0.02 ng/ml, positive= > 0.05, a. 10:55, beckman coulter, 1.33 ng/ml, positive= > 0.05, a and 11:25, beckman coulter, 1.24 ng/ml, positive= > 0.05, a. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/07/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.